Event description:
It was reported that the pt underwent a fusion procedure using demineralized bone matrix putty. Fifteen days post-op, the pt presented with an infection. A second surgery to washout the wound was performed, and a drain was placed. During the washout procedure, the bone matrix putty was removed.

Manufacturer narrative:
A review of the device history records and donor history records for this lot did not reveal any non-conformances to specification, or process deviations which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.